Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's father reported that the infusion set was inserted, and manual injection was given to the patient. After two days of infusion set use, the patient had lunch and his blood glucose level started to go up. His blood glucose level was 550 mg/dl when the father took the old infusion set off to replace it. It was found that the needle was not attached to the set and the entire needle broke off into the patient's body. The patient was taken to the emergency room and was subsequently, admitted to the hospital to get the needle removed with blood glucose level at around 120 mg/dl. The patient received medical treatment in the form of a surgery to remove the needle that had fractured inside the patient's body. The infusion set insertion location was in upper butt area. No further information available.